Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient. The lot number were provided. A follow-up report will be submitted with all relevant information.

Event description:
Device issue: none. Adverse event: prolonged hypotension requiring medication. Time of adverse event: during the procedure. It was reported via a trial that during a right common carotid artery stenting procedure, after post-stent dilatation, the patient experienced transient bradycardia that was treated with atropine, and hypotension that was treated with a dopamine intravenous infusion. Post-procedure, the patient experienced a visual disturbance described as seeing spots. A head CT was negative. One day post-procedure, the bradycardia and visual disturbance resolved. Two days post-procedure, the patient was discharged to home, still hypotensive. Although requested, there was no additional information provided.